Event description:
Customer reported discordant advia centaur ckmb, vancomycin, cortisol, valproic acid, ferritin and prolactin results, due to an operator error. The operator placed the base in the acid position on the instrument. Customer had to issue corrected reports. Customer will not share info regarding pt intervention, due to the discordant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discrepant results was due to an operator error. The operator placed the base in the acid position on the advia centaur instrument. The siemens healthcare fse decontaminated the system and verified assay performance with the qc. The instrument is performing within specs. No further eval of the device is required.